Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was implanted and released in the laa. The procedure was finished with no patient complications. The day after the procedure a computed tomography (CT) scan showed that the device had embolized in the abdominal aorta. The device was successfully removed percutaneously with a 24fr catheter and a snare. The patient was good following this procedure.